Manufacturer narrative:
Returned for evaluation was the proximal section (including the hub) of a 2 fr. Catheter. The overall length of the catheter was 21 cm. The distal section of the catheter was not returned for evaluation. Lot history review indicates no prior product complaints of similar nature. Through tactile inspection the tubing seems to be elongated and appears to neck down lenghtwise atthe distal end. Under magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a tensile break. The catheter was pressurized with a 6cc syringe and colored water by pinching off the distal end of the catheter. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the tubing could not be made to leak. The catheter flushes and aspirates normally.